Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was observed. The device evaluation confirmed the #5, #6, #7, #8, and the #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function. The keypad was delaminated and examined, a carbon ink bridge was found across the circuit layer. The assignable cause was the carbon ink bridge. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a constant "p" input from keypad. It was also reported there was no patient involvement.